Event description:
Had cheek implants implanted through the mouth 2 years ago. This whole process was catastrophic. Had to have left one removed due to infection and reinserted 6 mos later. Big mistake. Not only did pt have chronic candidiasis or systemic fungal infection, the devices are faulty. Pt has become so ill from the toxins that the implants are made up of. Pt has chronic fatigue syndrome, joints and bones ache, memory loss, chronic constipation, trouble concentrating and symptoms of ms, lupus and a host of other auto immune diseases. Rptr feels these medical devices are toxic dangerous and aren't fit for any human being. Pt is on the road to disabled and prior to all this pt was extremely healthy and very happy and energetic. Pt also had mentor breast implants which pt had removed because of all the symptoms as described above.